Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the moment the doctor went to inject the iol into the patient's eye, it was locked in the injector's plunger. Additional information was requested and received stating when pushing the plunger, the lens got stuck at the output of the cartridge and it was not possible to implant it. There was patient contact but no harm done to the patient. The surgery was completed on the same day with a back up lens.

Manufacturer narrative:
A photo was available in the file to review. The photo shows the device held in an ungloved hand. The device opened blister tray was visible in the background. The view of the device was posterior surface up. The photo showed only from the mylar label on the barrel through the end of the device tip. The plunger was oriented correctly in the device. There appeared to be viscoelastic in the device. The plunger was advanced the lens into the nozzle entry area in the photo. There appeared to possibly be a plunger underride of the trailing optic edge. The leading haptic was in an extended position. The trailing haptic appeared to be misfolded. The quality of the photo diminishes upon magnification. A 100% confirmation of the lens condition inside the device cannot be determined from the photo. Qualified viscoelastics were indicated. The root cause cannot be determined based on available information. Based on our observation of the attached photo, the lens was at the nozzle entry. There appeared to be clinical solution in the device. A potential plunger underride of the trailing optic edge was observed, and a misfolded trailing haptic. It is difficult to make a final determination without evaluation of the physical sample. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Plunger underride may occur: ¿ due to rapid advancement faster than the instructions for use recommend rate. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).